Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be performed, as the lot number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported tissue damage and mr were likely a result of the slda, the reported dyspnea and edema was case specific circumstances/symptoms of the heart failure. A definitive cause for the reported heart failure in this incident cannot be determined. It should be noted that the reported patient effects of dyspnea, edema, mr, heart failure and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: it was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2018, echocardiography was performed. One clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4 and there was a flail in the a1 segment. On an unspecified date in june, the patient was rehospitalized with dyspnea and leg swelling due to worsening heart failure. On (B)(6) 2018, mitral valve replacement was performed and the patient was discharged to inpatient rehab on (B)(6) 2018, and discharged home on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on an unspecified date to treat mr. One clip was implanted. On an unspecified date, echocardiography was performed and mr had increased to an unspecified grade. On an unknown date, a second mitraclip procedure was performed for treatment. One clip was implanted and the patient surgery. No additional information was provided.